Event description:
The user received a questionable potassium result for one patient sample. All results are in mmol/l. The initial result was 6.1 and the repeat results were 4.5 and 4.6. The initial result was reported outside the laboratory and the patient was admitted to the facility. The nurse in the ER told the user they treated the patient at the time of occurrence. The user did not have any further information on the patient's status. The lot number of the potassium electrode was not provided. The field service representative was unable to determine a cause. He verified the analyzer operation by performing ise calibration, an ise check test, a precision check and running quality control.